Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during second inflation at 8 atmospheres, the balloon ruptured. The device was removed and they completed the procedure with a different device. There were no patient complications reported. The patient was in good condition.